Manufacturer narrative:
Article citation: tan, shu yu, et al. ¿ab-externo implantation of xen gel stent for refractory steroid-induced glaucoma after lamellar keratoplasty.¿ cureus, 2021 feb 12;13(2):e13320. Doi: 10.7759/cureus.13320. (B)(4). Multiple requests for further information have been made. Allergan has received no response from the authors. The events of hypotony maculopathy and device migration are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The event of device migration is a known adverse event addressed in the product labeling.

Event description:
The article ¿ab-externo implantation of xen gel stent for refractory steroid-induced glaucoma after lamellar keratoplasty" noted a case reported of a patient with an implanted xen®45 gts ab-externo in the right eye. It was noted this case was complicated with shallow ac, xen gel stent migration and hypotony maculopathy. Patient developed acute gouty arthritis and was struggling to ambulate. Deep ac was noted on day one became shallow on day two with iop of 3 mmhg and macular striation. Patient underwent ac reformation with cohesive viscoelastic agent after which, the ac was deep with iop of 9 mmhg. On day two, the stent progressively migrated into the ac. It was successfully repositioned using intraocular forceps from within the ac. Patient's vision recovered to baseline after two months. At five months, iop peaked at 26 mmhg with early bleb fibrosis. Timolol maleate 0.5% was added with antimetabolite injection and bleb needling every one to two weeks. Patient had a total of 14 antimetabolite injections. At nine months, iop stabilized with diffuse and low-lying bleb and the events resolved at 12 months. This is the same article reported under MDR ID 3011299751-2021-00127 (allergan complaint #(B)(4)).